Event description:
The pen needle has broken inside the body of the pt (artsana code (B)(4)).

Manufacturer narrative:
The pen needle was broken inside the body of the pt artsana code (B)(4)). We made analysis on the sample of the same lot with result: compliance. During the lot release were controlled 10 pen needles in order to check the conformity of the product according to the injection, and the result was: compliance. The other controls performed were: visual control with magnifier at 40 increases (iso 11608-2 that refers to iso 7864 recommend a control at 2.5 increases, it means that our control is stricter) injection control according to din 13097-4. Control at 100% of the needle obturation. As per the above we can assume that the incident could has been caused by a reuse of a single use device. The indication of single use is clearly inserted on the product.